Event description:
Caller reported aviva blood glucose results of 280 mg/dl and 98 mg/dl within 3 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.